Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. This patient was admitted with a three day history of induration at and drainage from driveline exit site. He denied fever, chills, or malaise and he was afebrile. His driveline exit site grew stomatococcus. He was started on antibiotics and discharged home. The pump remains implanted and was not returned to the manufacturer for evaluation. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection. There is no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and premature power switching events. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. The reported power switching event could not be duplicated at bench level. Log file analysis indicates that the most likely root cause of the reported event is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. No additional information will be forthcoming.

Event description:
Approximately eleven months post implantation, the patient was hospitalized after presenting to the emergency department with a three day history of induration and drainage from his driveline exit site. He denied fever, chills, or malaise. His temperature at admission was 36.7°c; he remained afebrile throughout hospitalization. The site was cultured and grew stomatococcus. He was started on intravenous antibiotics which were selected based on the results of the culture and sensitivities. The patient was discharged home six days later on oral antibiotics.